Event description:
On (B)(6) 2008, the patient was implanted with a scs system. On (B)(6) 2010, the patient reported that the patient programmer always shows that the ipg battery is full. The patient has continued to charge the device despite the message. On (B)(6) 2010, the patient informed ans that the ipg would be explanted and replaced. The revision date has not been scheduled.

Manufacturer narrative:
Method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.